Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es lost connectivity to wi-fi and unable to rejoin the network. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lost connectivity to wi-fi and unable to rejoin the network. The field service engineer confirmed that the issue was resolved by the it (information technology) team. The system functioned as intended after the it team verified the issue.